Manufacturer narrative:
Additional information for h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacture date: 09/30/22 to 10/07/22. Correction/removal report number: 1019003-02/01/2023-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection. The cause was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.